Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using a lightning aspiration tubing (lightning) and indigo system aspiration catheter 12 (cat12). During the procedure, while setting up the lightning, the indicator light on the lightning unit initially turn solid green. However, upon turning on the lightning switch to initiate aspiration, the indicator light on the lightning unit turned solid red. The physician turned off the system, then unplugged and plugged back in the lightning unit to troubleshoot; however, the indicator light remained solid red. Therefore, the lightning was removed. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.